Manufacturer narrative:
Patient information was not provided. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse replaced both the rbc and wbc pumps, cleaned the rocker bed, checked the count vacuum, primed the baths and zapped the apertures to resolve the issue. To verify the actions taken the fse performed startup successfully. The customer did not have the control material, so the fse compared sample values with those of the dxh 900 and found the values to be acceptable verifying the lh 750 was functional. Bec internal identifier (B)(4).

Event description:
The customer reported erroneously high, flagged platelet (plt) and mean platelet volume (mpv) results on patient samples from their lh750 hematology analyzer. The instrument generated r flags and suspect messages on some of the results prompting the customer rerun the samples. The erroneous results were not reported out of the lab. The customer reran the samples on their dxh 900 hematology instrument to obtain correct results. The customer is not currently running quality control on the instrument. There was no report of death, injury, or change to patient treatment as a result of this event.